Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. A serial number search found no complaint issues with the same symptom code within 90 days of the notified date. There were no deviations or non-conformance during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A biomedical engineer (biomed tech) reported during treatment the machine began alarming with ¿post temp sensor temperature high¿ in dialysis mode. The treatment was discontinued on this machine and the machine was removed from service, and the patient was able to complete treatment using a different machine. No blood loss was noted. The biomed tech stated no patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient was unknown. The biomed tech stated when evaluating the machine it was observed the wire insulation on the temperature sensor appeared to have been melted and frayed. The biomed tech confirmed no smoke or visible flames were reported prior to the incident. The biomed tech stated this was the first instance this occurred with the machine. The biomed tech stated the temperature sensor was replaced and the machine was calibrated, and was back in service without further issue. The biomed tech stated the sample was discarded and was no longer available for evaluation.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A biomedical engineer (biomed tech) reported during treatment the machine began alarming with ¿post temp sensor temperature high¿ in dialysis mode. The treatment was discontinued on this machine and the machine was removed from service, and the patient was able to complete treatment using a different machine. No blood loss was noted. The biomed tech stated no patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient was unknown. The biomed tech stated when evaluating the machine it was observed the wire insulation on the temperature sensor appeared to have been melted and frayed. The biomed tech confirmed no smoke or visible flames were reported prior to the incident. The biomed tech stated this was the first instance this occurred with the machine. The biomed tech stated the temperature sensor was replaced and the machine was calibrated, and was back in service without further issue. The biomed tech stated the sample was discarded and was no longer available for evaluation.